Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Healthcare professional later reported "small folds and thin lobulations". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Healthcare professional later reported "small folds and thin lobulations". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified. Capsular contracture: unable to observe, since it is not related to the device. Device wrinkling: not observed. Crease/folding of implant: not observed. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii. Healthcare professional, later reported, "small folds and thin lobulations". Device has been explanted.